Manufacturer narrative:
The device was returned for analysis. The reported non-specific device malfunction was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. An investigation was not conducted because there were no specific reported device malfunctions associated with the device and no device issue identified during return device analysis. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
Date of event: estimated date. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device via a 6fr sheath was attempted in a calcified common femoral artery using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, an unknown device malfunction occurred with the proglide device. The tavi procedure was completed. The method used to achieve hemostasis was not reported. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.